Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "there is a gap between acoustic lens and ultrasound probe" was presumed to have been due to handling mistakes of the customer or wear/damage caused by increase in time and use. The suggested phenomenon of "foreign material come out of distal end" was confirmed and presumed to have been unable to be removed due to physical damage of the device. The foreign material was unable to be further identified. It was further confirmed that reprocessing, which was performed prior to sending in the device to olympus, could not be completed because the auxiliary channel was not stable. As to the handling methods of the subject device, we checked the contents described in the instruction manual and found the following descriptions. We determined that the reported phenomena might be prevented by following these descriptions: "·do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. ·do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ·do not twist or bend the bending section with your hands. Equipment damage may result. ·the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that when using an evis exera ii ultrasound gastrovideoscope. There was an air/water leakage. The event occurred during reprocessing. There was no patient harm associated with the event. The device was returned and evaluated. And upon estimation, there was a gap of the adhesive on the distal end and a stain entered inside the lens through the gap. And there was foreign material exiting from the channel; due to damage on the channel tube. This MDR is being submitted to capture the reportable malfunctions found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated. And the customer¿s allegation was confirmed, due to a gap between the acoustic lens and the ultrasound probe. In addition to the foreign material exiting from the damaged channel tube, additional evaluation findings were as follows: the elevator channel plug was loose, the suction cylinder was deformed and the suction valve could not be connected smoothly, there was damage to the ultrasound cable and probe, the acoustic lens was damaged and had a scratch, the adhesive on the bending section cover was detached, and the channel tube had discoloration. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.